Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category.a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting alleged faint false positive sars results for their son. Customer states the results were confirmed negative by pcr. Son was exposed to confirmed positive family member who tested positive 1 week prior (lives in household).